Event description:
It was reported that the right ventricular (rv) lead had increasing impedance in bipolar and varying threshold. The lead was reprogrammed to unipolar pacing and will be managed until the time of device change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sdr303b implantable pulse generator (ipg) (B)(6) 2004 4592-45 implantable pacing lead (B)(6) 2004. (B)(4).